Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty circulation pump. The device was evaluated and the reported issue was confirmed as it was noted that calibration errors received during assessment testing as well as the inability to auto fill was determined to be a failed circulation pump. The circulation pump no longer produces sufficient pressure to maintain proper flow during a calibration. Serviced the circulation pump sn (B)(6). A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that biomed had arctic sun device got a calibration error. Per sample evaluation results on 31aug2023, it was reported that the double bend tube and the chiller evaporator outlet tube were expanded. The tank seals were lifted. Completed the 2000-hour preventive maintenance procedure on the device.